Manufacturer narrative:
Product evaluation: the iol was returned inside a small lens container of a different manufacturer's lens model (21.0d) that has been taped shut. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (returned). The optic is torn/cut (possibly cut) into two pieces, similar in appearance to damage from insertion and removal. The root cause of the complaint is most likely unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the patient experienced blurred lines and could not adapt to the iol. The lens was exchanged in a secondary procedure for a different model. Additional information was provided by the initial reporter that in the surgeon's opinion, the patient's inability to adapt to a multifocal lens caused or contributed to the event. The lens was exchanged for a different model iol, from a different manufacturer, with a 1.5d difference in power. The patient's issues have resolved and the prognosis is good.